Event description:
During a lap colon procedure, device could not be closed correctly. No patient consequence.

Manufacturer narrative:
Date sent: 8/25/2005. Open handle seam. Evaluation: the analysis result found that the instrument was returned with the two handle halves separated at the ratchet and thumb-ring area. The ratchet and the grasping feature of the device were found to be non-functional due to the handle's condition. The handles were noted to be separated due to a clearance condition between a locking-pin on one handle half to the corresponding hole on the other half that requires interference fit.